Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: surgery. 2011; 151(4). Doi: 10.1016/j.surg.2011.09.031. (B)(4).

Event description:
It was reported via journal article: "title: nbca medical adhesive (n-butyl-2-cyanoacrylate) versus suture for patch fixation in lichtenstein inguinal herniorrhaphy: a randomized controlled trial". Authors: ying-mo shen, md; wen-bing sun, md; jie chen, phd; su-jun liu, md; ming-gang wang, md. Citation: surgery. 2011; 151(4). Doi: 10.1016/j.surg.2011.09.031. The authors compared the effectiveness of n-butyl-2-cyanoacrylate (nbca) and traditional suture for patch fixation in lichtenstein tension-free herniorrhaphy for inguinal hernias. This randomized, single-blind study was conducted at the hernia and abdominal wall surgery department of beijing chao-yang hospital, capital medical university, between january 2010 and april 2010. A total of 110 patients with primary unilateral inguinal hernia were assigned randomly to either experimental (n-55; 45 male and 10 female; age range: 40 to 78 years old) or control groups (n-55; 47 male and 8 female; age range: 36 to 79 years old). During the surgical procedure in the control group, prolene 2-0 suture was used for patch fixation. In both groups, vicryl 4-0 suture was used for fixing the subcutaneous tissue and for intradermal sutures. In the control group, reported complication included hematoma (n-10) which required 1 aspiration in 6 patients, 2 aspirations in 3 patients, and 3 aspirations along with scrotal elevation and hot compresses until the lesion resolved, which took 2 to 4 weeks in 1 patient. In the experimental group, reported complication included hematoma (n-2) which were absorbed after 1 week without complications. It was reported that local hematoma formation after tension-free herniorrhaphy is usually caused by a large number of sutures and incomplete hemostasis. It was concluded that the results showed that the chemical adhesive nbca provides satisfactory performance for patch fixation in lichtenstein tension-free inguinal herniorrhaphy. The use of the chemical adhesive did not result in an increased rate of hernia recurrence or wound infections, and provided reduced postoperative pain, less hematoma formation, and a lower incidence of chronic pain as compared with suture fixation.